Event description:
It was reported that the procedure was to treat an 80% stenosed and mildly calcified vessel in the right superficial femoral artery (sfa). The vessel diameter was approximately 5.0mm and the vessel was prepared with a 5.0mm balloon for multiple inflations at 14 atmospheres (atms) with a total inflation time of approximately 3 minutes. A 5.0mm cutting balloon was used at 16 atms for multiple inflations with a total time of approximately 2 minutes. Atherectomy was not used. The 5.0x120mm supera self-expanding stent system (sess) completely failed to deploy. The thumbslide was moving back and forth but not deploying the stent. The deployment lock was never unlocked because the stent did not start to deploy so there was no need to unlock the deployment lock. The introducer sheath was not close to the proximal end of the stent during deployment. The sess was removed under fluoroscopy. Another supera was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported activation failure was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. Based on the reported information and analysis of the returned device, it may be possible that the distal sheath of the delivery system was entrapped or bent in the anatomy preventing movement of the thumbslide. Additionally, it may be possible that further attempts to advance the thumbslide placed excessive stress on the coupler to dec bond causing the coupler to detach preventing any further transmission between the thumbslide and ratchet causing deployment failure; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.